Manufacturer narrative:
Medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the customer is requesting quote for a field service technician to take a look at the vent due to a blower temp too high alarm. There was no patient involvement reported.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the customer's reported complaint was confirmed through communication with the customer and through the bellavista logfile analysis tool v2.8.4. It is determined that the fan inlet was occluded/blocked and caused the high temperature alarm.

Event description:
Additional information received indicates that the customer was able to provide logfiles for further investigation.